Manufacturer narrative:
Unknown/unrelated to event. Made the manufacture or record aware of complaint and follow-up: (B)(4).

Event description:
Consumer alleges the right armrest cracked off allegedly causing the consumer to fall forward.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the right armrest cracked off allegedly causing the consumer to fall forward.